Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The target lesion was located in a moderately calcified and moderately tortuous unspecified coronary vessel. The 2.25mm x 32mm promus element plus stent was advanced but was unable to cross the lesion. The procedure was completed using a 2.25mm x 24mm and a 2.25mm x 20mm unspecified stents. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal side. Struts on the most proximal row were bent outwards distally. The hypotube was kinked at various locations. This type of damage is consistent with excessive force being applied to the delivery system. Contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).